Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune cementless impaction instrument broke, severe cracks no harm to patient or delay to surgery.

Manufacturer narrative:
Product complaint (B)(4). Additional information was received, indicating that "no pieces broken off, just cracks". Depuy synthes, joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information, is received that changes the regulatory determination.